Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to cylinder aneurysm. The existing ipp was explanted and replaced with a new one. There were no patient complications during the procedure, and the patient was reported to be doing well. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.